Event description:
Legal papers state plaintiff was revised due to premature deterioration of the product and that at their revision surgery diffuse metalosis was found and a complete synovectomy was performed."